Event description:
It was reported that during an unk procedure, the instrument cut, but did not staple. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.